Manufacturer narrative:
Retainer ring = black. On (B)(6), 2021, the customer alleged for frozen display, pump error 23, 49 and 63 alarm. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay and cracked select button keypad overlay during the visual inspection. Pump passed the displacement test, sleep current measurement, active current measurement and self test. All buttons function properly. No frozen display, pump error 23, 49 and 63 alarm during testing. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history found pump error 63 alarm (variableinfo = 15) pump error 49 alarm and pump error 23 alarm. Insulin pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The connector on electrical board 1 was locked properly during visual inspection. In summary, pump passed required testing. Customer alleged not confirmed for frozen display, pump error 23 and 49 alarm. However, found pump error 63 alarm in the insulin pump history suspected to be on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had frozen display and multiple pump error alarm. Customer was not able to clear these alarms. The time clock did advance. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.